Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user profile was not locked out. A technical support specialist (tss) checked the system and confirmed the user account appeared active. The customer was advised to try accessing it again. Good faith attempts were made, but no response was received from the customer. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to access the bd pyxis enterprise server. Upon attempted to log in, the user received an account lock error, which subsequently resulted on the user being locked out of the cii vault as well.however, there were no delays or adverse events or injuries reported based on this event.